Manufacturer narrative:
All buttons functioning properly. However, found moisture damage on the keypad traces. Insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. The customer was bolusing when her input got stuck. The insulin pump alarmed battery out limit after she changed the battery. The esc and act buttons did not clear the alarm. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.